Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an observed delayed keypad response. Service evaluation verified the delayed keypad response. The cause was identified to be a failed processor board. The processor board was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced a delayed keypad response. There was no patient involvement. No additional information is available.